Event description:
The device was returned to the manufacturer after being explanted for unknown reasons. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed. Analysis of the returned device was inconclusive. It was noted that the leads were attached and more than likely the detections were on. When device was received in the returned products analysis lab the device had no telemetry and more than likely it was caused by the leads being attached and perhaps the detections being on. Analysis is inconclusive since the condition was not confirmed. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).